Manufacturer narrative:
Results: the sep6 was fractured at the proximal end of the bulb. Conclusions: evaluation of the returned sep6 revealed a fractured distal tip inside of the returned rhv. If the device is retracted through a tightened rhv, damage such as this may occur. After three passes with the device, it is possible some deformation of the distal end occurred. If this deformation was present, it may have contributed to the sep6 distal tip becoming stuck in the rhv. Penumbra separators are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the posterior tibial artery using an indigo system separator 6 (sep6). During the procedure, the physician made two passes using the sep6 with an indigo system cat 6 aspiration catheter (cat6). During the third pass, the tip of the sep6 broke off within the rotating hemostasis valve (rhv) as the physician was removing the sep6. The rhv was therefore removed, and the procedure was completed using a new rhv, the same cat6, and a new sep6. There was no report of an adverse effect to the patient.